Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that small air bubbles were observed in connection between the cartridge tubing and the infusion set tubing. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer tightened the connection to ensure the connection was secure, primed the tubing to resolve the issue, and continued using the pump for insulin therapy.